Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. This complaint is being reopened for pump evaluation due to the device being received. Evaluation of the returned device was completed. The pump was tested with the testing protocol for battery and power. The pump's event log was pulled as part of the investigation and upon review it was noted that several abrupt power offs were found in the log, as reported by the end user. An abrupt power off can be seen on event lines 515 and 550 by the "log_event_on" code without an "log_event_off" code before it:. Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. A 100 ml infusion was ran on the pump with the current end user's parameters of a 46 hour infusion. The pump ran for 100 ml at a rate of 2.2 ml per hour. The infusion was not successfully completed and the pump powered off abruptly before finishing. A new battery was placed inside of the pump and the battery level was reset on it. The same infusion was restarted and the pump successfully completed and the pump did not power off abruptly before finishing. Since the pump was able to pass the test once a new battery was put in, this points to a battery with an insufficient charge being the root cause of the reported power off. Upon further investigation there were no loose connections or components inside of the device. Functional testing did confirm the reported condition and was duplicated during testing. Reported issue found, device does not meet specification. This complaint has been reviewed, evaluated, and determined to be a part of CAPA.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 03/13/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. No patient harmed. Requested device to be returned.